Event description:
Reporter alleged during a routine doctors' appointment, the customer's meter read 548 mg/dl compared to the doctors meter of 122 mg/dl when performed within 10 minutes of each other. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.